Manufacturer narrative:
This system was used for treatment. Kit lot e104 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trends were detected for complaint category pump tubing organizer (pto) leak. This assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation; therefore, it could not be determined if this specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
Customer reported a blood leak in the pump tubing organizer (pto) during treatment. The operator mentioned the leak was occurring at the level of the return filter in the pto. The treatment was aborted and the blood was not returned to the patient. The patient's condition was reported as stable. No product was returned for investigation.